Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. However, the insulin pump powered up properly after battery installation and no blank display or frozen screen noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump keeps shutting off and freezing up. When he tried to deliver a bolus the insulin pump did not respond to the button press. Since the keypad was unresponsive the customer unable to unsuspended the insulin pump. Customer's blood glucose level was not reported. The customer was unable to finish troubleshooting for the blank display. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.